Event description:
It was reported that the inflatable penile prosthesis (ipp) device was working well and consistently up until about two months ago, six years after implant. The patient underwent a surgical procedure in which his cylinders and pump were explanted. During this procedure, it was noted that the cylinders were difficult to remove, as they were ruptured and there was tissue grown into the fabric layer. A new pump and cylinder was implanted and the reservoir was refilled with fresh saline. The procedure was successfully completed without patient complications.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported mechanical issue cannot be established as the product is not available for analysis. Device history record (DHR): review of manufacturing documentation was not performed as the serial/lot number for this component was not provided. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The patient symptom scarring was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was working well and consistently up until about two months ago, six years after implant. The patient underwent a surgical procedure in which his cylinders and pump were explanted. During this procedure, it was noted that the cylinders were difficult to remove, as they were ruptured and there was tissue grown into the fabric layer. A new pump and cylinder was implanted and the reservoir was refilled with fresh saline. The procedure was successfully completed without patient complications.

Manufacturer narrative:
Investigation summary based on the information available, the cause that contributed to the reported mechanical issue cannot be established as the product is not available for analysis. Device history record (DHR) review of manufacturing documentation was not performed as the serial/lot number for this component was not provided. Device technical analysis review of manufacturing documentation was not performed as the serial/lot number for this component was not provided. Labeling review a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion based on the information available, a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Investigation summary based on the information available, the cause that contributed to the reported mechanical issue cannot be established as the product is not available for analysis. Device history record (DHR) review of manufacturing documentation was not performed as the serial/lot number for this component was not provided. Device technical analysis review of manufacturing documentation was not performed as the serial/lot number for this component was not provided. Labeling review a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was working well and consistently up until about two months ago. The patient is scheduled for a revision surgery.